Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿ on customer¿s continuous glucose monitor, however, a specific bg value was not provided. At the time of the report to cts, the customer did not address bg level. The customer declined further troubleshooting regarding the reported issue.